Event description:
The advocate alleged that the customer's blood glucose readings had been lower than usual. While troubleshooting, she performed control tests and received a result of 19 mg/dl. The normal control range was 103-143 mg/dl. No adverse events were alleged. The advocate used the last of the test strips while troubleshooting, so no product will be returned for evaluation. Replacement test strips were sent to the customer.